Event description:
At 17:15 on 8/24/96 staff summoned to room by "thud". Found pt on floor. Pt had been sitting in bedside chair with open sides, bed alarm on seat of chair. Frequent visual checks had been made; last one was 5 mins prior to event. Bed alarm device was set to alarm after 2 secs. Device apparently malfunctioned; apparent delay of 4.5 mins. Staff conducted a test after caring for pt. During test of device, staff noted a delay of 4.5 mins from activation to alarm. Surgical intervention required with pinning of hip.